Event description:
A customer reported that the adc device detached prematurely and was therefore unable to monitor glucose. The customer experienced symptoms of nausea, vomiting, seizure, and was taken to the hospital. A blood glucose result of "over 600" was obtained on the hcp meter and customer was administered insulin (dose/type unknown) for treatment of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.